Event description:
Using abbott primary IV pump set - sl, vented 112 inch, IV tubing broke or pulled out of hub of line causing pt not to receive pitocin for 30 minutes and have blood leak out of catheter.